Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited an increase in capture thresholds. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).